Event description:
A report was received that a patient had his precision system explanted. The implanting physician was contacted, and had no knowledge of the patient being explanted. The explanting physician could not be contacted and no additional info is available.